Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a sudden sharp pain on the s-ICD region. It was clarified that the patient has had a sudden weight loss earlier in the year. Due to this pain, the patient was admitted to the hospital. Ultrasound scans and x-rays were performed, and pain management was provided. The patient left the hospital and one month later came back to perform x-rays again and compare it with previous results. It was noted that the device had migrated, and that the electrode had not moved. Analysis of the system was performed, and all measurements were within normal limits and performance has not been compromised. A system revision with potential reposition of the device was discussed. At this time this device remains in service. No adverse patient effects were reported.